Event description:
It was reported that during routine inspection, it was observed that the attachment device was ¿hot." This event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the temperature was above specifications. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.